Event description:
A report was received that the contacts on the patient¿s lead were showing high impedances. X-ray revealed that the splitter may be fractured. The patient will undergo a revision procedure.

Event description:
A report was received that the contacts on the patient¿s lead were showing high impedances. X-ray revealed that the splitter may be fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit- 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the splitter and lead were explanted. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.